Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, an injury to the pulmonary artery occurred, resulting in unexpected bleeding and necessitating a conversion in the surgical approach. Details regarding the cause and extent of the bleeding, as well as whether the patient required a blood transfusion, were not provided. The procedure was completed and information on whether the patient experienced any post-operative complications, was not provided.

Manufacturer narrative:
There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. Therefore, no product is expected to be returned for failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.